Event description:
She had received normal control test results that were in the range of 195-205 mg/dl. The normal control range is 87-117 mg/dl. The customer did not allege any adverse events due to the high readings. The strips were returned to qa for evaluation, and replacement strips were sent.